Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found the float switch to be stained red, enclosure cracked by drain fitting , both covers cracked and scratched, and line cord was worn. Device tank cover was filled with water and powered on. The reported customer complaint was confirmed as a result of the cracked enclosure by drain fitting, and the problem source has been determined to be unknown.